Event description:
During product evaluation, it was discovered that channel b select and stop keys are inoperable. The original complaint was discovered during biomed service. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. Uim master software versions with a software configuration number ending in 5.04.00 will be categorized as unremediated.

Manufacturer narrative:
(B)(4). During service, a "channel b select and stop keys are inoperable" was discovered. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) that is associated with this report.